Event description:
On (B)(6) 2014, a reporter contacted animas alleging that a patient had been hospitalized on (B)(6) 2014 with diabetic ketoacidosis and a blood glucose level over 500 mg/dl. The reporter stated that the patient was experiencing symptoms of abdominal pain, vomiting, dehydration, and unspecified levels of ketones. A customer technical support representative was unable to complete troubleshooting with the reporter at the time of the call, but it was reported that the pump had been exposed to x-rays a few weeks prior to the event. The reporter did state that the patient had continued to use the pump both after the x-ray exposure and after this hospitalization event. This complaint is being reported because the patient experienced a hyperglycemic event requiring hospitalization related to an alleged environmental exposure of the pump resulting in inaccurate delivery.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.